Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the cutting forceps had no energy output. The issue occurred during a therapeutic gynecological procedure. The procedure was completed with another of the same model device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation: no nonconformances were found related to this complaint. No further escalation is required. The product analysis did not confirmed the reported issue as the device functioned as intended. The device had no functional issues at time of testing. The most probable cause of the complaint was the device problem excluded, the investigation findings clearly confirm that there was no problem with the device. No further escalation is required. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.